Event description:
It was reported to boston scientific corporation that a securi-t percutaneous replacement gastrostomy tube was used during a replacement procedure on (B)(6), 2012. According to the complainant, when the device was being stretched by the obturator, the internal bolster detached. This occurred outside the patient, and nothing fell inside the patient. The procedure was completed with a new securi-t percutaneous replacement gastrostomy tube. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that a securi-t percutaneous replacement gastrostomy tube was used during a replacement procedure on (B)(6) 2012. According to the complainant, when the device was being stretched by the obturator, the internal bolster detached. This occurred outside the patient, and nothing fell inside the patient. The procedure was completed with a new securi-t percutaneous replacement gastrostomy tube. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Since the initial medwatch report was filed, the device has been evaluated.

Manufacturer narrative:
A visual examination of the device was performed and revealed the medicine port and feeding port were in the closed position, the c-clamp was closed. The external bolster was located at approximately the 15 cm mark and was without issue. The tip of the obturator anchor pocket of the internal bolster was found to have been torn off. Bolster appears to have been molded properly with no voids, bubbles or thin areas noted. The condition of the returned unit was consistent with the complaint incident that the obturator anchor pocket of the internal bolster was torn by the obturator rod. From the information in the event description it appears that the obturator rod tore off the anchor pocket tip during preparation prior to insertion into the patient. Therefore, the most probable root cause is handling damage. A lot history search was performed and found no other complaints against lot number 14830978. A review of the device history record was performed for lots 14830978 revealed no issues related to this complaint. Confirmation was made with the facility to ensure the complaint device was sent back. Based upon the investigation results the event has been changed to non-reportable.

Manufacturer narrative:
Exact patient age is unknown, however the patient was in her (B)(6) at the time of the event. The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we have not yet determined the relationship between this device and the cause for this event. If there is any further relevant information, a supplemental manufacturer's report will be filed.